Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. On (B)(6) 2010, at an unspecified time, the extension set was connected to an unspecified primary tubing set for delivery of unspecified hydration fluids prior to surgery. At 1900, the hydration fluids delivery was started. On (B)(6) 2010 at 0030, while checking the pt, the nurse noted that blood was leaking from the connection of the removeable clave port and the extension set onto the pt's bed. The nurse reported that the clave "came apart." The volume of blood that leaked was unspecified. The tubing sets were replaced and the therapy was resumed. A hemoglobin and hematocrit were drawn. The pt's hemoglobin was 8.4gm/dl and the hematocrit was 24.3%. The pt was treated with two units of packed red blood cells. After the two units of packed red blood cells were delivered, the hemoglobin and hematocrit were repeated. The pt's hemoglobin was 10.9gm/dl and the hematocrit was 31.7%. The scheduled surgical procedure was completed as planned. The customer contact has indicated that the nurses have been re-educated on tightening the connections. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated, the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Product labeling for this device states, "use aseptic technique. Remove caps when required and secure connections." (B)(4).